Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) minicap extended life pd transfer sets were ¿too tight that patient cannot close the clamp properly¿. This was observed during use of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the sample was received for evaluation with a white mini cap on the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The detent (notch) and lead in were present on the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.